Manufacturer narrative:
Additional data: d4, h4 h10. Testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 1034807 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 191-000 / lot 1034807 , test base part number 190-430 / lot 1034807. The lot met the required release specifications. A review of the complaints reported as false positive patient results (confirmed and unconfirmed, conflicting results) related to kit lot 1034807 showed that the complaint rate is (B)(4). In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue as the log files were not provided.

Event description:
The customer reported a false positive result with the ID now covid-19 assay performed on (B)(6) 2021 on a direct tested nasopharyngeal swab. Pcr conformation testing (x2) with genexpert and qiagen pcr platforms generated two negative results. The customer confirmed there was no patient harm due to the test results. However, the customer reported there was a delay in the patient's treatment because they had to wait and decide what area they should enter.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.